Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had a foggy lens and blurry image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it was confirmed that the event occurred by breakage of connector caused by heavy corrosion in the scope connector. However, olympus could not identify a definitive root cause of the event. The following is included in the instructions for use (IFU): "chapter 3 preparation and inspection: warning: before each case, prepare and inspect this instrument as instructed below. Inspect other equipment used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument and see chapter 5,"troubleshooting". If the irregularity is still suspected after consulting chapter 5, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." "Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Warning: never use the endoscope on a patient if an abnormality is suspected. Damage or irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.